Event description:
A pt's friend reported that her friend turned out two diopters worse than the starting point, after lasik surgery had been performed six months earlier, and inquired if there are similar cases and that was done to correct this issue. Rptr stated that her friend is not complaining, and did not know if she would be willing to provide add'l info to assist in the investigation of the reported concern. Rptr declined to provide the name of the pt and the treating doctor.

Manufacturer narrative:
Rptr declined to provide name of doctor and pt, w/o which a device investigation could not be performed. Lack of info, to help identify device, did not allow for a root cause assessment of the reported event. (B)(4).